Event description:
It was reported that: "surgeon decided to revise due to dislocation. Due to this, he decided to put in a constrained liner."

Manufacturer narrative:
Additional devices noted in this report were a 40 +2.5 c taper femoral head and a x3 poly. No catalog numbers or lot codes were provided for any of the devices. Additional information has been requested and if received, will be provided in a supplemental report.